Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were confirmed and reproduced while attempting to load a set. This condition was determined to have been caused by a failed upper latch switch. The upper auxiliary assembly, which contains the failed upper latch switch, was replaced.